Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and showed that the touch screen panel was broken and shattered, making the touch screen buttons inaccessible. The cycler unit was opened, and a known good front panel assembly was temporarily installed in the complaint cycler. After replacing the front panel assembly, an as-received simulated treatment was performed and completed without failures. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy utilizing the liberty select cycler, and the patient¿s hospitalization for dyspnea and fluid overload (fo). However, the liberty select cycler can be disassociated from the event(s) as there is no allegation or objective evidence indicating a deficiency or malfunction is associated with these event(s). Per the pdrn the patient neglected to perform pd therapy for 2 consecutive days, thus causing the dyspnea and fo. Fluid overload is a common but often preventable process. Patient related factors, such as, weight changes and non-compliance are significant contributing factors. Should additional information become available, please resubmit for a clinical review and the clinical investigation will be updated accordingly.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for fluid overload on (B)(6) 2019. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) reported that the patient is noncompliant and did not dialyze for two days, causing the fluid overload. It was confirmed that the patient and their family caretakers have been trained in pd therapy. Additional patient, event, and hospitalization information was requested, but was not available.